Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 499 mg/dl. Customer had hard time breathing. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 499 mg/dl. Customer current blood glucose level was 406 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer did not have leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer stated that the insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018 on the morning. Product will not be returning for analysis.